Event description:
It was reported that the patient felt dizzy after exercise. Review of the presenting rhythm indicated a slow ventricular tachycardia, which was in the patient's history. There was an alert for previous high, out-of-range left ventricular (lv) impedance; however, at the time of this event the lv impedance was within normal range. The lv impedance trend had been slowly increasing over time. The cardiac resynchronization therapy defibrillator and lv lead remain in service and no adverse patient effects were reported.